Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred about a half hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine with new supplies, but did not complete a full treatment. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: a sample was returned from the reported lot for evaluation. A sample from the reported lot number was provided. During the visual evaluation, blood was visible within the dialyzer, on the outside of the fibers; furthermore, a broken fiber was noted at approximately 0°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the broken fiber was noted; the break was approximately 1.44mm from the potting surface on the non-cavity ID end. The opposing end was in close proximity. There was no other damage or irregularities noted. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred about a half hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine with new supplies, but did not complete a full treatment. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.